Manufacturer narrative:
Actual device was returned to the manufacture on (B)(4) 2014 by rwmic. Device history: sold on (B)(4) 2014 manufacture found no issues with device rwmic considers this matter closed. However, in the event we receive additional info, we will provide FDA with follow-up info. User facility: (B)(4).

Event description:
Richard wolf medical instruments corporation (rwmic) was notified by sales rep that prior to procedure starting, device failed to initialize properly. This caused a delay in the procedure being performed and may have put the pt at risk. No injury to pt or staff members was reported.